Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17214869m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent an atrioventricular nodal reentrant tachycardia procedure with a webster cs catheter with ez-steer technology and auto ID and suffered an atrioventricular third degree heart block which required temporary pacemaker insertion and hospitalization. It was noted that this patient had a medical history of multiple supraventricular tachycardia episodes with pre-syncope. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that patient had a slow antigrade and a fast retrograde pathway. There were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury.